Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The unit was received for analysis after decontamination (in appropriate packaging). The returned device matched the upn and lot number provided by the customer. The device was returned with the steering knob in the left curve position however the tip of the catheter is straight. There was a section of the adhesive bond between the tip and the shaft that had been scrapped/smeared. It appeared there was a bubble in the same location as there was a void in the adhesive resulting in a hole down to the tip and shaft materials. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template/fixture. The left curve failed to reach the specified template area; the device did not bend to the left. The right curve test passed. X-rays showed evidence of guide coil collapse under the handle strain relief and near the transition area on the proximal shaft. No abnormalities were noted with the x-rays on the distal end. The distal section was dissected. There was no evidence of blood/body fluid in the interior of the sheath. The kevlar wrap was displaced. Dissection showed one steering wire was detached from the center support. The detached steering wire had retracted under the kevlar wrap. There was sign of a typical solder connection between the center support and detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on device analysis completed on 21sep2017. It was reported that the steering mechanism broke and the catheter would only curve one way. During an ablation procedure to treat a flutter, the pull wire of the intellatip mifi¿ xp ablation catheter snapped. Then, the catheter would only move one way. The procedure was completed with another of the same device and there were no patient complications. The patient was fine. Device analysis revealed a section of the adhesive bond between the tip and the shaft had been scrapped/smeared. It appeared there was a bubble in the same location as there was a void in the adhesive, resulting in a hole down to the tip and shaft materials.